Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): partial lead in segments was returned and analyzed. The proximal conductor was fractured. Blood/body fluid was observed in/on the helix/lobe mechanism along with the outer tubing overlay. The outer tubing overlay was melted, had cosmetic environmental stress cracking and was breached/cut. The outer insulation was melted and displayed a cosmetic depression. The defibrillation conductor was fractured and distorted. The continuity of the distal coil could not be tested due to lead removal wire. Destructive analysis was visual inspection of the distal coil was performed and no discontinuity was observed.

Event description:
It was reported by the patient that the right ventricular (rv) lead was a faulty lead wire. The lead was still in use, but the patient indicated it was planned in the next week weeks for the lead to be removed and a new lead implanted. It was further reported that the right ventricular (rv) lead had high impedance and was therefore explanted and replaced. It was noted that the patient had a pericardial effusion with extraction and was taken to the operating room after the case. The patient again called in with information stating that the lead was fractured and device alarm had sounded. Patient reported that the lead was from patient noted requiring surgery since their "vein was torn and needed patching". No further patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that the right ventricular (rv) lead was a faulty lead wire. The lead was still in use but the patient indicated it was planned in the next week weeks for the lead to be removed and a new lead implanted. No patient complications have been reported as a result of this event.